Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Related manufacturer reference number: 2017865-2020-07190. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. During procedure, the right atrial lead exhibited high capture thresholds and under-sensing. No intervention was performed on the lead. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. An abnormal transient voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The right atrial lead exhibited high capture thresholds and decreased r-wave sensing. No intervention was performed on the lead. The patient was in stable condition.